Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the backlight of the epg was not working. The customer comment that there was corrosion on the battery compartment contacts. It was noted that the battery drawer shorting bar had corrosion. The epg was noted to have had two errors. The battery wire insulation was noted to be pinched, wire insulation not compromised. Display wire insulation and flex tape were noted to be pinched, insulation not compromised and the fleypad flextape was noted to be pinched, insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests.

Event description:
It was reported that the backlight of the external pulse generator (epg) was not working and there was corrosion on the battery compartment contacts. There was no patient involvement.